Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated rfa procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
It was reported that the patient didn't activate surgery mode during rfa procedure. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.